Event description:
The customer obtained multiple imprecise non-reproducible falsely elevated vitros trop I es patient results (sample 1= 0.066, 0.123, 0.122 ng/ml vs. An expected result = 0.013 ng/ml; sample 2= 0.346 ng/ml vs. An expected result = 0.013 ng/ml; sample 3= 0.116 ng/ml vs. An expected result< 0.012 ng/ml) from multiple patient samples run on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, it is the customer's policy to retest all positive vitros trop I es results. The customer repeated sample 1 and reported a result of 0.123 ng/ml. The physician questioned the affected sample 1 result and discharged the patient. Sample 2 was not reported out of the laboratory and no other information regarding the sample 2 patient was provided. The customer reported the sample 3 repeat test result (expected) of <0.012 ng/ml to the physician. There was no report of patient harm as a result of the events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 1387037/ ivd 263469.

Manufacturer narrative:
The investigation determined that multiple imprecise non-reproducible falsely elevated vitros trop I es results were obtained from multiple patient samples run on the vitros eci system. There was no indication that an instrument related issue contributed to the event for samples 1 and 2. However, precision testing prior to servicing were not performed and hence an analyzer related issue for sample 3 cannot be ruled out. Additionally, the samples may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. There was no indication that a reagent related issue contributed to the event. However, a pre-analytical sample processing cannot be ruled out as a potential contributing factor.